Manufacturer narrative:
The device was investigated by a third party. It was found that water had entered into the gas module. The gas module was replaced. The gas module was not returned for investigation, and no pictures, or device logs were received for evaluation. The most probable source of moisture/water into a gas module is moist air from the hospital's external compressor. According to the user´s manual, maximum levels water (h2o) in the supplied gases to the device must not be exceeded. According to the user's manual maximum levels of h2o in the supplied air is< 7 g/m3 and maximum levels of h2oin the supplied o2 is< 20 g/m3. The root cause of the reported event has not been determined. Serviced by a third party company.

Event description:
It was reported that the anesthesia workstation failed during system checkout test. There was no patient involvement. Manufacturer's reference #: (B)(4).